Event description:
It was reported that during a percutaneous coronary interventional procedure, stent damage was noted. The 90% stenosed and calcified lesion was located in the very tortuous circumflex artery. After pre-dilation with a maverick2 3.0 x 20mm balloon, the stent was unable to cross the lesion. The balloon was inflated to unknown atms, and still unable to cross the lesion. Stent damage was noted at the proximal end of the stent. The physician thought "it may have caught in the launcher 7f jl4 guide catheter upon removal. "The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient status is reported as "good." Additional information has been requested regarding this event.

Manufacturer narrative:
The returned product analysis is not complete as of this date. Should further relevant information become available; a supplemental medwatch report will be filed.